Manufacturer narrative:
Terumo did receive the suspect device. Visual and dimensional inspection noted that the tubing measurements taken at the connection site were out of specification. This is the site where the tubing is stretched to fit barb. There was no blood loss and the surgery was completed successfully. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
It was reported by the user facility to terumo cardiovascular that during prime, the tubing came apart. The product was changed out, no blood loss, no patient injury and the surgery was completed successfully.